Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a product performance issue. The replacement procedure was successfully performed and a new lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5, e1 and h6 codes. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a product performance issue. The replacement procedure was successfully performed and a new lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned. Additional information indicated that this ra lead was explanted due to high pacing thresholds. No additional adverse patient effects were reported outside the revision procedure. This ra lead is not expected to be returned to boston scientific, since it was retained by the explanting hospital.